Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. It was noted that the guidewire lumen was kinked at the location of the spline cage. A guidewire was not able to be fully inserted through the guidewire lumen due to the kink. Farawave cautions against deploying and un-deploying the catheter without a guidewire fully inserted, as it may result in catheter damage. It is believed that the guidewire lumen kinked unintentionally due to failure of having a guidewire fully inserted while in use during the procedure.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck and would not advance out of the catheter during procedure. They were able to remove the catheter and replaced it with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the guidewire became stuck and would not advance out of the catheter during procedure. They were able to remove the catheter and replaced it with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.